Manufacturer narrative:
(B)(6).

Event description:
It was reported that an intra-aortic balloon (iab) was used on ami patient. Tip of iab was difficult advance through the sheath. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was used on ami patient. Tip of iab was difficult advance through the sheath. Replaced iab with trp4046 to continue therapy. No patient injury was reported.